Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Numerous inappropriate shocks were delivered by the subject device on (B)(6) 2015 due to ventricular noise oversensing. Rv lead issue was suspected by the physician. Re-intervention was performed on (B)(6) 2015, during which a new pacing rv lead was implanted. The ICD was also replaced due to battery depletion, and will be returned for analysis.

Event description:
Numerous inappropriate shocks were delivered by the subject device on (B)(6) 2015 due to ventricular noise oversensing. Rv lead issue was suspected by the physician. Re-intervention was performed on (B)(6) 2015, during which a new pacing rv lead was implanted. The ICD was also replaced due to battery depletion, and will be returned for analysis.

Event description:
Numerous inappropriate shocks were delivered by the subject device on(B)(6) 2015 due to ventricular noise oversensing. Rv lead issue was suspected by the physician. Re-intervention was performed on (B)(6) 2015, during which a new pacing rv lead was implanted. The ICD was also replaced due to battery depletion, and will be returned for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.